Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the arctic sun device alerting air leak. Had been showing this message since start of therapy about an hour ago. 4 pads connected. Walked through stop therapy, drain and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy flow rate (fr) was stabilized at 2.7 l/m. System diagnostics were outlet monitor temperature (t1) was 15c, outlet control temperature (t2) was 14.9c, inlet temperature (t3) was 18.4c, chiller temperature (t4) was 12.9c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 3, system hours was 2487.7, pump hours was 2215.7. No longer showing air leak. Advised to call back with any additional concerns or questions.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is failed circulation pump component failure. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The did not meet specifications and was influenced by the reported failure. The device was in use on a device patient. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device alerting air leak. Had been showing this message since start of therapy about an hour ago. 4 pads connected. Walked through stop therapy, drain and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy flow rate (fr) was stabilized at 2.7 l/m. System diagnostics were outlet monitor temperature (t1) was 15c, outlet control temperature (t2) was 14.9c, inlet temperature (t3) was 18.4c, chiller temperature (t4) was 12.9c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 75 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 3, system hours was 2487.7, pump hours was 2215.7. No longer showing air leak. Advised to call back with any additional concerns or questions.